Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A shipping history search was performed on lots delivered to the customer for the three (3) month time frame which immediately preceded the event occurrence date. According to the search results, the reported catalog number was not delivered during the selected time frame. As a lot number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a clic blood chamber leaked blood during a patient¿s hemodialysis (hd) treatment. The patient was dialyzing on a fresenius 2008t machine and was using fresenius bloodlines and a fresenius optiflux dialyzer. Additional information could not be provided because the details of the event were not documented by the user facility. The event date was unknown, a device lot number could not be provided, and patient information was not given. Multiple attempts have been made to obtain additional information, and to date, no further details have been provided. A complaint device is not expected to be returned for evaluation.